Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from a meeting presentation from the (B)(6) of encapsulating peritoneal sclerosis (eps) in a patient subsequent to icodextrin therapy for peritoneal dialysis for treatment of end stage renal disease (esrd). On an unreported date, the patient began pd with extraneal for treatment of esrd caused by chronic glomerulonephritis. The patient received pd for approximately 103 months and experienced 9 episodes of peritonitis (cause not reported). On an unreported date, the patient was diagnosed with esp. Diagnosis followed clinical symptoms of abdominal pain and vomiting (duration not reported). Pd was discontinued and treatment consisted of tpn. Additional data and treatment plan were not reported. This is case three of nine from the same reporter. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information: the patient experienced a total of 9 episodes of bacterial peritonitis which developed in 2003, 2006 and 2007. No additional information provided concerning eps. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.